Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the air/water supply and the auxiliary water flow of the gastrointestinal videoscope had white residue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the air/water supply and the auxiliary water flow of the gastrointestinal videoscope had white residue. There were no reports of patient involvement.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.